Manufacturer narrative:
We are still in the process of analyzing data. Investigation conclusions will be provided in the final report.

Manufacturer narrative:
The arjo service consultant was not able to resolvd the issue when a the facility. Thus, the bed was swapped out. The problem was resolved by reloaded control box software. The bed electrical function calibration was performed and the device started to operate correctly. We are in the process of analyzing data. Investigation conclusions will be provided in the final report.

Manufacturer narrative:
The service engineer informed us that the bed was stuck in the trendelenburg position, due to the issue with the one actuator that could not be adjusted. The engineers were not able to find the cause of that situation therefore they decided to reupload the device software. Upon the investigation, the electronic engineer was contacted to addressed the possible cause of reported problem. The information regarding the software version was requested. The sap records were checked and it was found that the latest upgraded version was sw0007013v2-1. The electronic engineer claimed that historically there was a problem that occurs when power from the cu20 is disconnected or the battery voltage drops below ~20 v. The subjected devices have a stand-by battery mode that causes the battery to be continuously drained when not connected to the mains power supply. Therefore, the defect can be obsereved after a long time of not using the bed, which causes the battery to be discharged and nominal capacity is lost. When such a situation occurs, functionality of the bed might be affected. However no battery issue was found during the evaluation the arjo service center. The exact cause why the hi/lo actuator was not moving could not be found. Arjo device failed to meet its specification since the bed stuck in trendelenburg and the electrical bed function did not respond during the device was in use with a patient. From that perspective the device played the role with event. The complaint was assessed as reportable due to the allegation that the bed got stuck in the trendelenburg position during use by a patient and the electrical function of the bed did not work. No injury was claimed.

Manufacturer narrative:
The investigation is still on-going. Further information will be available in the final report.

Event description:
Following the information gathered the bed was stuck in the trendelenburg position during use by a patient. The bed's electrical functions were not responding. The arjo service consultant during the onsite was not able to resolved the issue. The bed was swapped out. No injury was sustained. The problem was resolved by reloaded control box software. The bed electrical function calibration was performed and the device started to operate correctly.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the final report.

Event description:
Following the information gathered the bed stuck in the trendelengung position with the patient on it and the electrical function of the bed did not respond. No injury was claimed.